Event description:
Reported to datascope on 12/27/96: the iab was inserted into the patient on 12/1/96. On 12/4/96 after iabp for 56 hours, check "iab catheter" alarm sounded from the pump. No blood was noted in the catheter. The alarm sounded two more times so the console was changed but poor augmentation was noted. Datascope clinical support was notified and the autofill was done two times. Then, "leak in circuit" alarm sounded and brown flecks were noted in the catheter and the iab was removed.

Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Device label code for f10. Position 1: 1738, position 2: 1701, and position 3: 1738. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.